Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was in the intensive care unit and there was concern about the pump not working. The pump was interrogated which showed "no issues," and the pump was not empty. It was reported that the patient had been having seizures and "withdrawal was a real possibility in their minds." The hcp reported that the patient was receiving 20 mcg/hr. The hcp planned to do a dye study. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8731 lot# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. The patient was receiving baclofen (2000 mcg/ml at 535 mcg/day flex dose) via an implantable infusion pump. It was reported that the patient experienced a sudden onset of symptoms including seizures and a change in mental status. The logs were read, and showed "no logs" since the last refill. A dye study was performed. Per the hcp, the catheter did not appear to be intrathecal. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The issue was not resolved at the time of the report. Surgical intervention did not occur and was not planned at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.